Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was turned off and the display went black. The insulin pump did not respond anymore. The insulin pump turned on and alarmed unexpected restart. The reservoir was also empty and insulin delivery was stopped. The insulin pump did not react anymore and started to count again. Customer's blood glucose level was 11.0 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. Device was received with normal operating currents and no unexpected off no power, unexpected restart, time/date restart/reset anomaly, stuck at number 6 or empty reservoir alarms noted during testing. Device passed self- test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Inserted a water test reservoir, programmed with multiple boluses and monitored. All boluses delivered properly. Unit had minor scratched lcd window and cracked reservoir tube lip.